Manufacturer narrative:
Vecchini, f., haupert, g., baudry, a., mancini, j., dumur, l., martinez, r., piquet, p., picquet, j., & gaudry, m. (2022). The stabilise technique for aortic dissection: achieving complete aortic remodeling. Journal of endovascular therapy, 31(1), 69-79. Htt ps://doi.org/10.1177/15266028221111984. Date of publish used for incident date in section b3. D6a: exact date of implant unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: risk factors for incomplete aortic remodeling with stent-assisted balloon-induced intimal disruption and relamination in aortic dissection repair for complicated aortic dissection. The time frame of this study was over 2 years. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: valiant navion stent-graft. Among patient adverse events included: postoperative strokes postoperative spinal cord ischemia dissection renal infarct reintervention rupture no further information was provided pertaining to medtronic products.